Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-aug-2018 with the following findings: during investigation, the keypad was intact with all the keys unresponsive to user presses. There was moisture observed behind the display lens. A leak test failed due to a base crack. The keypad cover was removed and there was no contamination found under the key contacts. The pump cover was removed and there was internal moisture found on the keypad flex connector.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok and up button were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.